Event description:
Four months post operative, reoperation was performed for symptoms of shortness of breath and angina. A reop., a minor paravalvular leak was found on anterior aspect of aorta below the commissure for left & right leaflets. The valve had pulled away from the annulus and was repaired. The valve remains implanted. Follow-up echo was neg. On 7/20/99. A CABG x2 was also performed during reop.